Event description:
Chilli ep ablation catheter was not properly prepped and reported to be leaking. Burns were performed at a high power level and chilli may not have been cooling properly. Patient had a mild stroke, but was reported to be recovering nicely and the situation seems to be resolving itself.